Event description:
During use of the device for cardiopulmonary bypass procedure, the user reported the gas delivery system would not calibrate. The device was used in manual operation mode to complete the procedure. The user reported, the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.